Event description:
It was reported that the patient with this pacemaker experienced a syncopal event. The physician requested a device interrogation. A technical services (ts) consultant discussed that a lead safety switch had occurred on the right atrial channel, indicating an out-of-range impedance measurement. Impedance and thresholds had reportedly begun to increase mid-year. Ts noted this may be indicative of a lead fracture. The right atrial lead is from another manufacturer. Ts stated that no evidence was found in device data review that would contribute to a syncopal episode and the physician agreed. No additional adverse patient effects were reported. This device remains in service.